Event description:
Nurse was removing central line from pt. Noticed catheter was not intact. X-ray revealed tip of catheter had broken off and was lodged in the superior vena cava. The fragment was removed via right femoral vein catheterization in interventional radiology. No adverse outcome to pt. Entire catheter and broken tip sent to MFR.